Event description:
The physician attempted to deploy the endovascular graft in the usual fashion. The endovascular graft opened partially. Subsequent attempts to deploy the endovascular graft only made the device collapse back on itself. After several attempts to deploy the endovascular graft failed, the patient was taken to another surgical suite and an open procedure was performed.